Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involve a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For each event, the field representative went onsite to evaluate the device found an issue with the rinse nozzle. Further investigation confirmed the field service representative's actions resolved the issues. No systemic issue was identified with the device during the investigation of these events.

Event description:
This report summarizes 4 malfunction events where erroneous results were generated by the cobas c702 analyzer. The first event involved four erroneous results for creatinine jaffe and one erroneous result for glucose for a total of five patients. The second event involved an erroneous result for glucose hk gen.3 for one patient. The third event involved erroneous results for calcium gen.2 for two patients. The fourth event involved an erroneous result for urea/bun for one patient. This patient was an 84 year old male. The patient's weight was requested, but was not provided. The other patients' age, gender, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.